Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 2 was double clicking and failed to open. The field service engineer (fse) found that the tower had old latches and replaced both latches. The fse turned on the station, heard a loud pop, and noticed a burnt smell coming from the tower. There was no fire or smoke, only a burnt smell. The fse replaced the controller board, replaced the latches again, and tested the doors in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower door 2 was making click sound and failing. There were no adverse events or injuries reported based on this event.